Manufacturer narrative:
This is one of one initial/final MDR being submitted for this complaint with the associated MFR# 1226348-2016-00139. (B)(4). Concomitant medical products: omniflush catheter, simmons catheter, 6fr benchmark catheter, vert catheter, 6fr envoy base catheter, synchro-14 wire, sl-10 catheter, prowler select plus catheter, galaxy 4mmx7cm coil, galaxy 3mmx6cm coil, extra soft galaxy 3mm x6cm coil, deltaplush 2mmx6cm coil, deltaplush 2mmx4cm coil, extra soft galaxy 2mmx6cm coil, deltaplush 1.5mmx1cm coil (x2), 6fr angio-seal device, enterprise stent 2vrd 4.0mm x 39 mm -lot # 10579509 catalogue # enf403900 exp date: 2018-07-28. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Dissection is a known adverse event associated with the use of the enterprise vrd system and is listed in the IFU as such. All products undergo a 100% inspection prior to being released for sale; there is no evidence of a manufacturing issue related to this complaint. Review of the available information on the off label use of the enterprise device suggests that target lesion location, vessel anatomy and disease process may have all contributed to the reported event. No further action is needed at this time.

Event description:
As reported by a health care professional, during off-label use of an enterprise stent 4 x 30mm (enf403000/10645064), dissection was noted post-stent deployment. The (B)(6) female patient had presented with subarachnoid hemorrhage with a previously ruptured irregular multi-lobed right posterior inferior cerebral artery aneurysm (pica). Through a benchmark catheter in the right groin and the right vertebral artery, a microcatheter followed by a microwire was used to access the distal right vertebral artery. A prowler select plus catheter was advanced, an enterprise 4 x 30mm stent (enf403000/10645064) was then deployed across the neck of the aneurysm to provide partial neck coverage. The diameter of the parent vessel at the stent placement site (proximal/distal) was < 3mm. As the stent was deployed, it was deliberately advanced and herniated into the origin of the right pica for maximum protection. The microcatheter was removed, an injection was taken. There was dissection with clot formation noted along the cervical segment of the right vertebral artery. In the premises, an enterprise 4 x 39mm stent (enf403900/10579509) was deployed, 2 mg of tpa was also injected and 550 mcg of catheter directed tpa was injected. The dissection flap was no longer visualized. There was free flow of contrast up the right vertebral artery. Following stent deployment coil embolization was started of the bilobed aneurysm where one lobe abuts the right vertebral artery and the other lobe abuts the right pica. The lobe abutting the right vertebral artery was coiled first; the aneurysm measured 4.0 x 3.6mm. Total of five coils were detached and deployed. Next the right pica lobe was embolized; total of three coils were deployed. Status post coiling showed complete occlusion of the aneurysm with patency of the right pica, class I occlusion was achieved. The dissection had resolved with the enterprise stent in the vertical segment, follow-up imaging showed resolution of the dissection with no clots. The event was reported to be related to the enterprise stent. There was free flow with no evidence, or large vessel occlusion. There was no impedance to flow with a final flow tici score 3. There were no device performance issues during the procedure. The two stents remain implanted in the patient.